Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose (bg) level was 48 mg/dl, and the customer subsequently went to the emergency room (ER). Customer consumed carbohydrates to attempt to correct the low and received IV and fluids of saline at the ER, which resolved issue. Pump system check confirmed it was functioning correctly, and no permanent damage was identified. Customer was released from emergency room on same day.